Event description:
The pt underwent implantation of a synchromed pump and catheter 2000 for intrathecal infusion of baclofen for intractable spasticity related to multiple sclerosis. The hcp diagnosed the pt with infection and explanted the pt's pump. The pump was returned to the MFR for analysis. No further details are available from the hcp, despite several attempts to obtain more info.